Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is likely that stress was applied to the control section resulting in the screw loosening and falling off. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
During the device inspection, it was observed that the gastrointestinal videoscope exhibited noise inside the control unit. This noise was caused by a loose screw that had fallen inside and was moving around. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.